Event description:
The issue stated was ¿pressure alarm, even after changing the system¿. There was unknown patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was unable to duplicate the reported problem. The device passed and the downstream occlusion (dso)sensor was within specification. The dso sensor was calibrated as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.